Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on jan 30, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.